Event description:
(B)(4). Same case as: 2134265-2010-03922. It was reported that during a coronary stenting treatment procedure, incomplete stent apposition occurred. The target lesion being treated was located in the 1st obtuse marginal. The lesion was 90% stenosed, 3.0mm in diameter and 30mm long. The target lesion was treated with direct stent placement and a 2.5x32mm and 3.0x16mm taxus liberte stent. During the index, post stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the taxus liberte stent. The stent was treated with post dilation with a non compliant balloon. Residual stenosis was 0%. The patient was discharged 6 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).